Manufacturer narrative:
E1 initial reporter facility name: (B)(6). The device was returned for analysis. Visual inspection revealed kinks in the telescope and imaging window assembly. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows an electrical open at distal end of the catheter 0-10 cm from the distal housing. Microscopic inspection showed the guidewire exit port was damaged. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. Media provided by the site was analyzed and found to confirm the reported lost image.

Event description:
It was reported that a catheter issue occurred. The opticross ic imaging catheter was advanced for ultrasound examination of the target lesion located in the left anterior descending artery. The catheter became entangled with the guidewire and afterward could not be pushed to the starting point, resulting in no image. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Event description:
It was reported that a catheter issue occurred. The opticross ic imaging catheter was advanced for ultrasound examination of the target lesion located in the left anterior descending artery. The catheter became entangled with the guidewire and afterward could not be pushed to the starting point, resulting in no image. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.